Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 600 mg/dl. Customer addressed bg level with a manual injection. Reportedly, the customer reverted to manual injections for insulin therapy.